Event description:
We have received a product report involving a non-(B)(6) product and are sending you the information in accordance with 21 cfr 803.22. Below is a brief description of the information received: event narrative: according to the reporter, the 3.8 slim disposable fiberoptic scope was unable to retract out of the bronco catheter during the procedure. Multiple attempts made to remove the device without success. The patient was extubated over a soft tipped aec through the bronchial lumen and reintubated over the aec with a 35fr tube atraumatically. Appropriate positioning of the tube was confirmed with another fiberoptic scope. The patient tolerated it well and the case proceeded as planned with adequate lung isolation. It was confirmed that the plastic coating over wire sheared and the wire was exposed preventing retraction of the equipment. Facility: (B)(6) hospitals. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).